Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, underweight, crease fold, wear abrasion, stress marks. A microscopic analysis was performed which identified crease sharp on posterior side. Based on the device analysis, the final assessment is a crease sharp on posterior side due to fold flaw opening.

Event description:
Healthcare professional reported right side rupture. Devices were explanted. This record is for the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. Devices were explanted. This record is for the right side.